Event description:
Reporter indicated that a pt was experiencing an increase in seizures and device diagnostic testing on a system diagnostics test at an office visit resulted in high lead impedance reading, indicating possible lead fracture. The pt underwent revision surgery, during which the lead and generator were explanted and replaced. No serious injury was reported.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a serious injury.